Event description:
Additional information was received. It was reported that it was confirmed that a rep was aware of the high impedances on 08-nov-2024; both doctor and physician were in clinic that resolved the issue. The rep was present on the day of checkup/ follow up patient is doing okay to this day.

Manufacturer narrative:
Correction: g3: original date that the manufacturer was made aware has been updated. Additional information: g3: the date that the manufacturer received/confirmed the additional information was 2025-jan-09. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: philippines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was within the last 3 days or so the pt felt like they were not getting enough stimulation because their back was starting to hurt again, and they were starting to hunch over like it was not working like it should. Pt stated they were getting a message on their controller (out of regulation / oor) that said settings not available cannot provide your desired intensity settings. Agent walked pt through changing groups and increasing/decreasing stimulation. The issue was not resolved through troubleshooting. Agent sent an email to the appropriate contact and will call the pt back once the information has been acquired. Additional information was received. The rep is still waiting for details from the representative who visited the patient. At the clinic recommended by the local team, the representative was attended to by the local rep in the presence of the physician. Following the session, in a text correspondence, the patient indicated that they are doing better. Additional information was received. It was reported that the cause of the oor message and not g etting enough stimulation was high impedance with some electrodes of the right lead. The actions taken were that the healthcare provider (hcp) reprogrammed and avoided the electrodes with high impedance and the patient was happy afterwards on nov. 8, 2024. The iss ue has since been resolved. It was noted that the information has been confirmed / provided by the physician and that medtronic was present during the troubleshooting last november 8, 2024.